Manufacturer narrative:
This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
On (B)(6) 2016, the customer received the following results, with two different aviva meters, within 10 minutes: "hi" mg/dl (system 1) and 153 mg/dl (system 2). On (B)(6) 2016, the customer received the following results, with two different aviva meters, within 10 minutes: 58 mg/dl (system 1) and 159 mg/dl (system 2). The "hi" mg/dl result, which on the system indicates a result in excess of 600 mg/dl. No adverse event reported. The test strip lot number for system 2 was not provided. Return of the suspect device was requested for evaluation.